Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the electrogram showed oversensing.

Event description:
It was reported that the right atrial lead had noise observed on atrial high rate (ahr) episodes; the noise could be replicated with pocket manipulation and upper extremity exertion. The sensitivity was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.